Manufacturer narrative:
Additional information: d4 (lot number & expiration date), h4. Corrected data: h3, h8.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the plastic tip of one (1) jrn ii bcs lck fem implant impact broke off during washing process. Since incident occurred during cleaning process; no patient was involved.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device did confirms the device has dried cement on the cam arms. However, did not confirm there were broken pieces missing from the cam arms. The cam arms are intact. The device shows signs of normal wear and use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device cannot be reprocessed, the contribution of the device to the reported event could be corroborated. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure-¿instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedic devices¿. The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. Factors and/or potential causes that could contribute to the reported event include reprocessing error during cleaning/sterilization. This device is a reusable instrument that can be exposed to numerous surgeries. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.